Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has been experiencing pain for several years, getting worse over last 6 months. Bone scan showed increased uptake around antero-medial aspect of tibial tray. During surgery today, all implants were found to be well fixed, only mild synovitis, and no dark discolouring of tissues.

Manufacturer narrative:
The review of the complaint databases and review of manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.